Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 456 mg/dl. A manual correction injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.